Event description:
It was reported that after a restaurant meal was announced as usual, blood glucose rose to a reported high of 383 mg/dl and remained elevated for a couple of hours; the spouse noted the smell and feel of insulin at the anchor with the anchor site not fully attached, and the user was advised to perform a supply change, which they did. Symptoms included anxiety. Outcomes included no medical intervention, no ketone testing, and no backup therapy use. Investigation included guided user troubleshooting and visual inspection of the infusion site and tubing by the user and spouse. Investigation of this case revealed an infusion site integrity issue consistent with leakage at the anchor, leading to under-delivery and subsequent hyperglycemia on a dexcom g6-integrated system, with no device alerts besides a high glucose notification. It was concluded, based on previously established findings for similar reports, that the cause was user-related infusion site displacement resulting in insulin leakage.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.